Event description:
Intestinal obstruction (clavien-dindo classification grade iiia) [intestinal obstruction] case narrative: initial information received on 27-nov-2019 regarding an unsolicited valid serious case issued from a literature article: title: o-11-4 efforts and consideration of seprafilm insertion after laparoscopic total cystectomy. Author: sano t, yanagisawa t, enei y, sakanaka k, takahashi k, atsuta m, et al. Journal: the 33rd congress of japanese society of endourology, unk;unk:unk. This case was issued in publication in which another related case was reported: (B)(4) (cluster). This case involves adult patient who experienced intestinal obstruction (clavien-dindo classification grade iiia), while he/she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included urinary cystectomy. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Medical history: laparoscopic total cystectomy. On an unknown date, seprafilm (lot number: unknown) was attached to the pelvic floor for prevention of adhesions after laparoscopic total cystectomy. On an unknown date, intestinal obstruction (clavien-dindo classification grade iiia) developed. On an unknown date, an ileus tube was placed and the patient improved. The intestinal obstruction (clavien-dindo classification grade iiia) was resolving. The patient developed an event of a serious intestinal obstruction (clavien-dindo classification grade iiia) (intestinal obstruction). This event was assessed as medically significant and was leading to intervention. Final diagnosis was intestinal obstruction (clavien-dindo classification grade iiia). An unknown corrective treatment was received. The patient outcome is reported as recovering / resolving for intestinal obstruction (clavien-dindo classification grade iiia). Reporter comment: because of paralytic intestinal obstruction, the event "intestinal obstruction (clavien-dindo classification grade iiia)" is not related to seprafilm. Additional information was received on 12-dec-2019 from the physician: changed the causality assessment by reporter to "not related". Updated reporter comment. Additional information was received on 17-dec-2019: no new information was received. Additional information was received on 23-jan-2020: comet complaint case summary (comet complaint ID: (B)(4)) was added. Correction to the previous report: narrative was updated.

Event description:
Intestinal obstruction (clavien-dindo classification grade iiia). Case narrative: initial information received on 27-nov-2019 regarding an unsolicited valid serious case received from (lp) japan-kaken lsa-pcp under reference on 12-dec-2019 and transmitted to sanofi. Title: o-11-4 efforts and consideration of seprafilm insertion after laparoscopic total cystectomy. Author: sano t, yanagisawa t, enei y, sakanaka k, takahashi k, atsuta m, et al. Journal: the 33rd congress of japanese society of endourology, unk;unk:unk. This case was issued in publication in which another related case was reported: (B)(4) (cluster). This case involves adult patient who experienced intestinal obstruction (clavien-dindo classification grade iiia), while he/she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included urinary cystectomy. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Medical history: laparoscopic total cystectomy. On an unknown date, seprafilm was attached to the pelvic floor for prevention of adhesions after laparoscopic total cystectomy. On an unknown date, intestinal obstruction (clavien-dindo classification grade iiia) developed. On an unknown date, an ileus tube was placed and the patient improved. The intestinal obstruction (clavien-dindo classification grade iiia) was resolving. The patient developed an event of a serious intestinal obstruction (clavien-dindo classification grade iiia) (intestinal obstruction). This event was assessed as medically significant and was leading to intervention. Final diagnosis was intestinal obstruction (clavien-dindo classification grade iiia). An unknown corrective treatment was received. The patient outcome is reported as recovering / resolving for intestinal obstruction (clavien-dindo classification grade iiia). Reporter comment: because of paralytic intestinal obstruction, the event "intestinal obstruction (clavien-dindo classification grade iiia)" is not related to seprafilm. Additional information was received on 12-dec-2019 from the physician: changed the causality assessment by reporter to "not related". Updated reporter comment.

Event description:
Intestinal obstruction (clavien-dindo classification grade iiia) [intestinal obstruction]. Case narrative: initial information received on 27-nov-2019 regarding an unsolicited valid serious case issued from a literature article. Title: o-11-4 efforts and consideration of seprafilm insertion after laparoscopic total cystectomy. Author: sano t, yanagisawa t, enei y, sakanaka k, takahashi k, atsuta m, et al. Journal: the 33rd congress of japanese society of endourology, unk;unk:unk. This case was issued in publication in which another related case was reported: (B)(4) (cluster). This case involves adult patient who experienced intestinal obstruction (clavien-dindo classification grade iiia), while he/she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included urinary cystectomy. The patient's past medical treatment(s), vaccination(s) and family history were not provided. Medical history: laparoscopic total cystectomy. On an unknown date, seprafilm was attached to the pelvic floor for prevention of adhesions after laparoscopic total cystectomy. On an unknown date, intestinal obstruction (clavien-dindo classification grade iiia) developed. On an unknown date, an ileus tube was placed and the patient improved. The intestinal obstruction (clavien-dindo classification grade iiia) was resolving. The patient developed an event of a serious intestinal obstruction (clavien-dindo classification grade iiia). This event was assessed as medically significant and was leading to intervention. Final diagnosis was intestinal obstruction (clavien-dindo classification grade iiia). An unknown corrective treatment was received. The patient outcome is reported as recovering / resolving for intestinal obstruction (clavien-dindo classification grade iiia). Reporter comment: not reported.

Manufacturer narrative:
(B)(4).

Event description:
Intestinal obstruction (clavien-dindo classification grade iiia) [intestinal obstruction] case narrative: initial information received on 27-nov-2019 regarding an unsolicited valid serious case issued from a literature article: sano t, yanagisawa t, enei y, sakanaka k, takahashi k, atsuta m, et al. O-11-4 efforts and consideration of seprafilm insertion after laparoscopic total cystectomy. The 33rd congress of japanese society of endourology. Unk; unk: unk. This case was issued in publication in which another related case was reported: (B)(4) (cluster). This case involves an adult patient who experienced intestinal obstruction (clavien-dindo classification grade iiia), while he/she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included urinary cystectomy (laparoscopic total cystectomy). The patient's past medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, seprafilm (lot number: unknown) was attached to the pelvic floor for prevention of adhesions after laparoscopic total cystectomy. On an unknown date, intestinal obstruction (clavien-dindo classification grade iiia) developed. On an unknown date, an ileus tube was placed and the patient improved. The intestinal obstruction (clavien-dindo classification grade iiia) was resolving. The patient developed an event of a serious intestinal obstruction (clavien-dindo classification grade iiia) (intestinal obstruction). This event was assessed as medically significant and was leading to intervention. Final diagnosis was intestinal obstruction (clavien-dindo classification grade iiia). An unknown corrective treatment was received. The patient outcome is reported as recovering / resolving for intestinal obstruction (clavien-dindo classification grade iiia). Reporter comment: because of paralytic intestinal obstruction, the event "intestinal obstruction (clavien-dindo classification grade iiia)" is not related to seprafilm. Additional information was received on 12-dec-2019 from the physician: changed the causality assessment by reporter to "not related". Updated reporter comment. Additional information was received on 17-dec-2019: no new information was received. Additional information was received on 23-jan-2020: comet complaint case summary (comet complaint ID: (B)(4) was added. Correction to the previous report: narrative was updated. Additional information was received on 12-feb-2020: investigation summary was received from (B)(4) (investigation summary no. (B)(4), event ID (b(4)). Correction to the previous report: corrected company comment (japanese only).

Event description:
Intestinal obstruction (clavien-dindo classification grade iiia) [intestinal obstruction] case narrative: initial information received on 27-nov-2019 regarding an unsolicited valid serious case issued from a literature article: sano t, yanagisawa t, enei y, sakanaka k, takahashi k, atsuta m, et al. O-11-4 efforts and consideration of seprafilm insertion after laparoscopic total cystectomy. The 33rd congress of japanese society of endourology. Unk; unk: unk. This case was issued in publication in which another related case was reported: (B)(4)(cluster). This case involves an adult patient who experienced intestinal obstruction (clavien-dindo classification grade iiia), while he/she using with the use of medical device carboxymethylcellulose, sodium hyaluronate [seprafilm]. The patient's past medical history included urinary cystectomy (laparoscopic total cystectomy). The patient's past medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, seprafilm (lot number: unknown) was attached to the pelvic floor for prevention of adhesions after laparoscopic total cystectomy. On an unknown date, intestinal obstruction (clavien-dindo classification grade iiia) developed. On an unknown date, an ileus tube was placed and the patient improved. The intestinal obstruction (clavien-dindo classification grade iiia) was resolving. The patient developed an event of a serious intestinal obstruction (clavien-dindo classification grade iiia) (intestinal obstruction). This event was assessed as medically significant and was leading to intervention. Final diagnosis was intestinal obstruction (clavien-dindo classification grade iiia). An unknown corrective treatment was received. The patient outcome is reported as recovering / resolving for intestinal obstruction (clavien-dindo classification grade iiia). Reporter comment: because of paralytic intestinal obstruction, the event "intestinal obstruction (clavien-dindo classification grade iiia)" is not related to seprafilm. Additional information was received on 12-dec-2019 from the physician: changed the causality assessment by reporter to "not related". Updated reporter comment. Additional information was received on 17-dec-2019: no new information was received. Additional information was received on 23-jan-2020: comet complaint case summary (comet complaint ID: (B)(4)) was added. Correction to the previous report: narrative was updated. Additional information was received on 12-feb-2020: investigation summary was received from gqp quality operations, industrial affairs, quality information management (investigation summary no. (B)(4), event ID (B)(4)). Correction to the previous report: corrected company comment (japanese only).